Manufacturer narrative:
Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the progav 2.0 valve had adjustment and overdrainage issues. As a result, it was explanted. Very limited information was provided. The shunt system was implanted into a 2 year old patient on (B)(6) 2016. Due to described issues of over drainage and inability to adjust the valve, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.